Event description:
Erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access instrument. An initial accu tnl result was 8.10ng/ml. Unknown if the result was reported out of the lab. The customer retested the patient original sample for accu tnl. The repeated accu tnl result was 0.02ng/ml. There was no report of change to patient treatment connected to or attributed to this event.